Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had and the pump had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. The customer was treated with injection shot. The customer stated that they had bent infusion set cannulas which resulted in high blood sugars. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will not be returned for analysis.